Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
A device was previously returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and contamination of foam particles were observed inside the blower kit. Additionally, error code (53) was found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The corrected b5 will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and contamination of foam particles were observed inside the blower kit. Additionally, error code was found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In general information, date due and become aware date were updated in this follow-up. In box b: event date was updated in this follow-up. In box g: date received by mfg. Was updated in this follow-up.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and contamination of foam particles were observed inside the blower kit. Additionally, error code (53) was found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.